Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to manufacturing related due to collapsed / pinched inflation lumen under the balloon or along the shaft. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing was leaking where the clamp was attached and drain bag tubing was not flowing properly causing the nurses to place bags on the floor to get the foley to drain and foley catheter leaking from the urethra. In another instance foley was coming out of the patient and foley catheter was extremely stiff causing a lot of patient discomfort and there was difficulty getting the balloon to inflate. No medical intervention was reported. Per follow up via phone on (B)(6) 2024, it was reported that one instance was from the urethra and one from the bag. The device was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing was leaking where the clamp was attached and drain bag tubing was not flowing properly causing the nurses to place bags on the floor to get the foley to drain and foley catheter leaking from the urethra. In another instance foley was coming out of the patient and foley catheter was extremely stiff causing a lot of patient discomfort and there was difficulty getting the balloon to inflate. No medical intervention was reported.